Event description:
It was later reported that the catheter issue was identified when the hcp attempted a catheter access port (cap) aspiration and was unable to aspirate. A few dose increases were also done and the patient¿s oral baclofen was increased. On (B)(6) 2014, an exploration of a possible catheter issue was done, at which time it was discovered that the catheter had been sliced or damaged near the pump connector, so the hcp cut that piece out and replaced the connector at that time. As of (B)(6) 2014, the patient was doing well and had recovered without permanent impairment.

Event description:
It was reported there was a catheter problem and a catheter revision. Nothing could be aspirated from the catheter access port (cap). The patient symptoms were an increase in spasms and tremors to the patient¿s legs and arms. The patient had been getting oral baclofen every day. No withdrawal symptoms were reported. The system was being used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).